Event description:
It was reported that the patient underwent a sling procedure in 2003. The cystoscopy at the time was bloodly but doctor felt that it was due to a trumatic insertion of the scope. In 2003, the physician discovered that there is a "dime sized" area of tape visible in the bladder. The patient remains continent of urine. The physician will perform a cystotomy with the assistance of a urologist and remove the tape.